Event description:
Report received of a silicone center on a clave port that remained in the open position. The customer reports that a home health patient was receiving an antibiotic infusion. The clinician observed antibiotic leakage from the clave port. It was then noticed that the compression seal on the clave was "stuck down". This occurred early into the infusion. The extension set was changed and the infusion resumed with no further problems. There was no reported bleed back or delay in therapy. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.